Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose was 323 mg/dl. Customer would continue to use the pump for insulin therapy.